Event description:
Received a spontaneous email that patient called. Was requesting a call back. Called patient back. Per the patient, she dropped her pump and since then, it is not working. The pump beeps and is not able to read the cassette attached. Is the actual device available for investigation? Yes, being sent back to msd. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient of clinical injury? No. Reported to (B)(6) by: patient/caregiver.